Manufacturer narrative:
The date of the event was reported as "over the last couple of weeks". The reported serial number (B)(4) is not a valid baxter serial number. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a flogard pump alarmed an unspecified quantity of fg.080 (occlusion alarm received unsure whether an upstream or downstream occlusion alarm was emitted) alarms. The events occurred during unspecified veterinarian procedures. There was no report of patient injury or medical intervention associated with this event. No additional information is available.